Event description:
A malfunction alarm was reported, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and advised to call back if the issue reoccurred.